Event description:
The manufacturer became aware of a literature published by department of orthopedic surgery, turin university of medicine cto hospital of turin, italy. The title of this report is ¿femoral neck fracture treated with cannulated screws: is reduction the key point? ¿, published on may 14, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://dx.doi.org/10.1142/s0218957719500106. This report includes analysis of the clinical data that was collected on 91 patients, and the cases in this study range from january 2011 to february 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 6 patients experienced avascular necrosis (avn), with revisions. The report states, all patients with avn were treated with surgical operation including removal of cannulated screws and total hip arthroplasty.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged avascular necrosis (avn) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.